Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), several attempts were made to get a stable position with acceptable thresholds, but was found to be unsuccessful. The leadless ipg was attempted/not used and replaced with a dual chamber transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.